Event description:
It was reported that during a coil embolization procedure for a posterior communicating artery aneurysm with planned stent placement, the physician intended to use the subject stent. During the procedure, the physician planned to use a guidewire in conjunction with a microcatheter to reach the target location. After selecting the subject stent, the physician verified that its packaging was intact, opened it, and thoroughly rinsed it before advancing the subject stent through the y-valve into the microcatheter. During delivery, approximately halfway through the process, increased resistance was encountered, preventing further advancement of the subject stent system. Despite repeated attempts, the physician was unable to overcome the resistance and had to withdraw the subject stent system and microcatheter together. During withdrawal, the subject stent delivery wire was pulled out separated out of microcatheter. Under fluoroscopy, it was confirmed that the subject stent remained inside the microcatheter and was subsequently fully withdrawn from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.